Event description:
It was reported that the pump was failing and was cutting on and off. The patient had been experiencing withdrawal for the past month. When the patient was in the office on the day of the report, the pump was working. The health care provider (hcp) was going to contact the manufacturing representative with more information. Additional information received reported that the patient¿s elective replacement indicator (eri) is in (B)(6), so the patient needed their pump replaced. It was unknown what drug the pump was infusing but the therapy was listed as a pain pump. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).